Event description:
It was reported that the rotor of the pump stalled and the healthcare provider (hcp) was able to restart it successfully following re-programming. Per hcp the cause of this incident could possibly be related to the radiotherapy patient had. Patient outcome was noted as doing well. Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).